Manufacturer narrative:
(B)(4). Manufacturing site evaluation: samples received: none. Analysis and results: (B)(4) units were manufactured and distributed of this code batch, there are no units in stock. (B)(4) units was dispatched to the customer. Without a closed sample a suitable analysis cannot be performed. A minimum of five samples would be preferred because is the minimum number of units that requires the OEM requirements. Final conclusion: sample was not returned, therefore a conclusion cannot be derived. Actions on product: based on the conclusion derived from investigation, it is not required to take an action on this product. Corrective/preventive actions: according to the internal procedures, there is no need to establish corrective or preventive actions. This complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: (B)(6). The thread is fraying.